Event description:
On (B) (6) 2010, pt reported he had tried different infusion sets on his backup infusion device and his readings were fine. Pt stated 3 days ago, he went back on his primary infusion device and his readings went out of control. Pt reported he disconnected from his infusion site, ran a prime; insulin did not emerge until after 16 units of insulin. Pt stated this keeps occurring. Pt reported he can prime the infusion tubing and later he will try a new prime and again it will take many units before insulin comes out. Pt reported readings ranging from 101-400 mg/dl on (B) (6) 2010. Pt reported he disconnected his infusion set, ran a prime and then took 7 units of insulin to cover his elevated readings. At 11:00 pm on (B) (6) 2010, pt stated his wife had to give him an injection of glucagon to bring him to; he stated he had slipped into a coma. Pt reported by early this morning, he had gone into another coma and again his wife had to treat him for it. He stated that his meter only read 'lo'. Pt reported when he woke up this morning his reading was at 432 mg/dl. Pt's normal blood glucose range is around 160 mg/dl. Product was replaced and requested return of the suspect product for eval.